Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary the complaint device was received at the r&d & manufacturing site and evaluated. It was reported that the device shown error code "f3". Per service reports, this complaint can be confirmed. During the analysis of the device, it was deemed that the motor presented a failure; however, as the motor cannot be disassembled to perform a repair, the devices must be discarded. The front seal of the motor is allowing saline to enter the motor during use. This causes the handpiece to stop functioning. This fault affects the reliability of the handpiece but does not adversely impact patient safety. This issue has been escalated to a CAPA. With the information provided, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformances related to the reported complaint condition were identified. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that preoperatively to an unknown surgery on (B)(6) 2021, it was observed that the cap to cord on the shaver handpiece 2.0 with buttons device had fallen off. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.